Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The manufacturer representative reported that the patient was scheduled for lumbar spine MRI due to back pain. The consumer reported via the manufacturer representative that her implantable neurostimulator (ins) had been dead and was waiting for a scheduled replacement. It was noted that the leads were placed in the epidural space in the thoracic spine and the ins was on the right hip. Additional information received from the manufacturer representative and consumer reported that the patient had MRI and the MRI was performed safely. The patient reported that everything went fine. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included spinal pain.